Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented to the clinic with an alert for extended charge time reached. An in-clinic manual capacitor maintenance repeated the charge timeout. Device replacement was recommended. The patient condition was stable.